Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade unknown.

Event description:
Patient called to report left side exchange from textured to smooth implants. Patient also reported possible breast implant illness, edema, pain, capsular contracture, baker grade unknown, fluid in left breasts. Device remains implanted.